Event description:
It was reported that at 69,607 joules while using the surgical fiber during a prostate procedure, a fiber failure occurred. Time expended: 10:44 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-329a-(B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the glass cap has pushed forward in metal cap. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.